Manufacturer narrative:
In troubleshooting: the olympus field service engineer (fse) advised the customer that the input on the video monitor was incorrect. The customer was then instructed to change the input source to sdi1 and the image reappeared, and the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image on the video monitor. The issue occurred during an unknown diagnostic procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: it is presumed that image was not displayed because input setting at the monitor side was not correct. Olympus will continue to monitor field performance for this device.